Manufacturer narrative:
(B)(6). There was no additional patient information provided by the customer due to privacy issues. During the site visit by the field service representative (fsr), a leaking cuvette washer was found. The fsr replaced the aero c8k pop vlv (ln 09d36-02) and the bellows set, incl rod & fitting (rohs) (ln 2-89055-02), which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c8000 analyzer, serial number (B)(4), service history revealed no contributing factors on or around the time of the issue. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of discrepant concentration and erratic sample results and provides instructions for removal, replacement, and verification of the aero c8k pop valve. The architect service and support manual provides instructions for removal, replacement and verification of the bellows set. A 12-month review for the replaced parts did not identify any trends. Device history record review did not identify any non-conformances or deviations for the parts associated with this ticket. The current product monitoring review for the architect c platform revealed no trends for the architect c8000 and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c8000, serial number (B)(4), the aero c8k pop vlv (ln 09d36-02), or the bellows set, incl rod & fitting (rohs) (ln 2-89055-02), was identified.

Event description:
The customer reported falsely elevated creatinine results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2021 (B)(6) initial = 43mg/l (4.3mg/dl) / retest = 6.9mg/l (0.69mg/dl); (B)(6) = 25.2(2.52mg/dl) / 8.5mg/l (0.85); (B)(6) = 37.5 (3.75mg/dl)/ 9.8mg/l (0.98) [male normal 7.2-12.5 (0.72-1.25mg/dl); female 5.7-11.1mg/l(0.57-1.11mg/dl)]. There was no reported impact to patient management.